Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the device is overheating; the overheating occurred in less than 1 minute of use. There was no patient impact, this occurred during preoperative testing. A second device was opened to use for the procedure.

Manufacturer narrative:
Date of this report: 07/01/2016. Device available for evaluation? Yes. Return date: 07/20/2016. Date received by manufacturer: 08/08/2016. Product evaluation: service and repair could not verify excessive heat. Performed pre-repair temperature test, the ambient temperature was 73.7 degrees f and after 1 minute of running the drill's temperatures were: t1 - 75.4 degrees f and t2 - 77.7 degrees f. The unit operated within normal parameters. Examined the item and there was no fault found. Item was cleaned and tested passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.